Manufacturer narrative:
Concomitant products: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v639995, implanted: (B)(6) 2011, product type: lead. Product ID: 3387-40, lot# v000525, implanted: (B)(6) 2005, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient was known to flip the right side implantable neurostimulator in the past but not known to flip the left side. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-07365 for the patient¿s issues with the left ins.